Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the guidewire, manipulation of the devices) likely contributed to the lv perforation and subsequent pericardial drainage. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in the (B)(6), a 29mm sapien 3 ultra valve was deployed in aortic by the transfemoral approach. Post valve deployment, a drop in blood pressure was noted. During echo assessment, a small perforation on the left ventricle was confirmed. It was perceived that the left ventricle (lv) perforation was caused by the confida wire. A pericardial drain was placed and 400ml of blood was removed. At the time of the report, the patient was doing well and under observation in the ICU. The valve remains implanted in the patient. The native valve area measured 440mm2. Moderate valvular calcification was reported.